Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had infection. The infection was not related to abbott's devices. The patient's active system - implantable cardioverter defibrillator and the right atrial lead were explanted due to the infection. The right ventricular lead, the left ventricular lead and the old capped right atrial lead were also explanted due to the infection. The patient was stable throughout the procedure.

Event description:
It was also noted that the device had eroded through the skin.